Event description:
It was reported that the intra aortic balloon was inserted into a pt with cardiogenic shock. Blood was noted in the tubing and the intra aortic balloon was removed and replaced. There were no further complications.